Manufacturer narrative:
The surgeon provided add'l info regarding this incident as follows: the pt experienced a 75% restenosis of an ica 5 1/2 yrs post-implant. The surgeon performed an endoarteriectomy and replaced the peri-guard patch with a vascu-guard patch, lot # vgs-96l17-080 mfg by bio-vascular, inc. The surgeon stated that he does not attribute this incident to the use of the peri-guard tissue patch. No harm came to the pt and the pt is in good condition with no adverse symptoms 4 mos post-explant. An eval of the explant specimen was performed at bio-vascular, inc. The results of the analysis are as follows: the host artery wall appeared to have fused with the patch material without any long-standing inflammation and there was no indication of patch degeneration from cross-sectional histologic views.